Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was alleged that 3 caregivers were performing a lateral transfer of a (B)(6) lb patient from the bed to a stretcher. As the patient was moved to the stretcher, the mattress allegedly compressed and moved position on the litter. The patient was pulled back, the stretcher was lowered, and the transfer was attempted again. This time, the mattress moved and the patient allegedly began to roll. The caregiver then allegedly pulled on the mattress to counterbalance the patient roll and stop the patient from falling. It was reported that the caregiver was injured and saw the doctor on multiple occasions and received physical therapy for the injury and is now back at work. The patient was not injured during this event.

Manufacturer narrative:
The mattress involved in this event was requested to be returned for evaluation, however it was identified that the mattresses on the stretchers are frequently moved between different stretchers and the staff did not know which mattress was alleged to be involved in this incident.

Event description:
It was alleged that 3 caregivers were performing a lateral transfer of a (B)(6)patient from the bed to a stretcher. As the patient was moved to the stretcher, the mattress allegedly compressed and moved position on the litter. The patient was pulled back, the stretcher was lowered, and the transfer was attempted again. This time, the mattress moved and the patient allegedly began to roll. The caregiver then allegedly pulled on the mattress to counterbalance the patient roll and stop the patient from falling. It was reported that the caregiver was injured and saw the doctor on multiple occasions and received physical therapy for the injury and is now back at work. The patient was not injured during this event.

Event description:
It was alleged that 3 caregivers were performing a lateral transfer of a (B)(6)patient from the bed to a stretcher. As the patient was moved to the stretcher, the mattress allegedly compressed and moved position on the litter. The patient was pulled back, the stretcher was lowered, and the transfer was attempted again. This time, the mattress moved and the patient allegedly began to roll. The caregiver then allegedly pulled on the mattress to counterbalance the patient roll and stop the patient from falling. It was reported that the caregiver was injured and saw the doctor on multiple occasions and received physical therapy for the injury and is now back at work. The patient was not injured during this event.